Event description:
It was reported that a patient's family tried to tighten the tracheostomy belt but could not after having physically broken the neck flange. The patient was recannulized without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).